Event description:
Pt reported that the pt was admitted, unconscious, to the facility. Back-to-back tests were reportedly performed on the pt (capillary samples), using the suspect device, with results of 400 mg/dl and 550 mg/dl. Reporter indicated that a venous sample, obtained from the same pt within 30 mins, was measured in the facility's lab with a result of 20 mg/dl. According to reporter, pt was treated based on the lab value; however, details of treatment were not provided. Pt's current condition: not provided. Reporter did not indicate if quality control testing had no been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.